Event description:
Treatment of an avm. It was reported during contrast injection, a leakage was noted at 10 cm from the catheter's tip. Upon removing the catheter from the pt, a pin-hole burst was observed at the distal part of the catheter. No pt injury reported.

Manufacturer narrative:
The catheter has been returned and evaluated. A rupture was found at approximately 27.5 cm from the distal tip. The appearance of the catheter is consistent with a rupture that occurred during angiographic injection caused by catheter over-pressurization as a result of an undetected kink or other obstruction of the catheter, resulting in pressures exceeding the limits of the catheter. The IFU includes a warning "when injecting contrast for angiography, ensure that the catheter is not kinked, prolapsed or occluded".